Manufacturer narrative:
(B)(6)

Event description:
It was reported that a patient sometimes changes the continuous day and night rate without reason or stops the pump while using a cadd® cadd-legacy® duodopa pump. The patient is known to have mental health problems and hallucinations. No reported injury to the patient.